Event description:
The patient reported that she had traveled for a visit. She stated that her pump was beeping in 2007. She went to get it evaluated on four days later and was given a refill. The patient wasn't due for a refill until the following twelve days. By 6:45 a.m. On five days after the original date, the patient was at the emergency room experiencing unspecified withdrawal symptoms and unspecified return of symptoms. The patient was prescribed oral morphine to assist her. The patient called her regular pump hcp in new york and the hcp stated that the patient should get the pump checked out by a florida pump hcp rather than waiting until she returned a week later. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.